Event description:
Same case as MDR ID's: 2134265-2013-07106, 2134265-2013-07107, 2134265-2013-07108, 2134265-2013-07109, 2134265-2013-07111, 2134265-2013-07112, 2134265-2013-07113. It was reported that the patient experienced complications. The patient underwent a percutaneous coronary intervention in which eight (8) promus premier stents were implanted (2.50x38mm, 3.00x38mm, 3.00x16mm, 3.00x24mm, 2.50x28mm, 3.00x16mm, 2.50x38mm, 2.25x32mm). It was reported that the patient "had some complication after operation". The patient status is listed as stable. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).